Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer's blood glucose was 150 mg/dl at the time of the incident. The customer's blood glucose was 27 mg/dl at the time of the hospitalization. The customer stated that the insulin pump was dropped and got exposed to water. The insulin pump will be returned for analysis.